Manufacturer narrative:
The suspect navlock was returned to the manufacturer for evaluation. The visual inspection found that lines of galling were present. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the drill used alongside the navlock tracker could not be moved. The surgeon elected to continue the procedure with non-navigated drill bits. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that the site was educated on proper drill use when using the navlock alongside the drill.